Event description:
It was reported that an er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip would not feed into the jaw properly. The clip dropped into the pt. The clip was retrieved from the pt. A new clip applier was used to finish the case. 6/17/98 message from affiliate. There was no consequence to the pt.